Manufacturer narrative:
Visual assessment of the device showed the needle is bent on two planes. Both t¿s are free from the insertion needle. Examination of the suture/t construct confirmed it met print specification. The actuator is in the t2 pre-deployment position indicating a deployment of t1 and a pre-deployment of t2. A design change has been implemented to address the pre-deployment causes for this type of event. The device in question was manufactured prior to this change. Root cause for the event is attributable to an oversight in the earlier design. A review of the device history record was performed which confirmed no non-conformances or deviations that could have contributed to the event if used accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an acl (anterior cruciate ligament) reconstruction procedure that the surgeon deployed the first anchor and when he moved the needle back he found t2 was loosened. A backup device was used to finish the surgery. There was no report of patient injury.